Event description:
Covidien received information stating that a ventilator stopped cycling while in use on a patient. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The reported error was verified and the breath delivery (bd) central processing unit (cpu) was replaced. The unit then passed complete performance verification.